Manufacturer narrative:
Analysis: 5.5 pump 578763 was initially connected to ic2221 on (B)(6). The pump was run for 35 days on this console before persistent pump stop alarms started occurring (#13 motor current high) and "impella stopped. Controller failure" alarms (#138, pump speed deviation). Multiple attempts to restart the pump on this console were unsuccessful. At this point, the pump was moved over to ic5535 and the pump stops continued similar to on ic2221. Investigation into pump 578763 found that the electrical lines were open on the pump which would have caused the pump stops, regardless of the console used (see investigation (B)(4) for more detail). Root cause: there was no problem found with either console as the pump stops with subsequent controller alarms persisted across both consoles and was found to be caused by the pump's open electrical lines. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant reported that a controller error alarm appeared following a pump stop during impella 5.5 support. The automated impella controller was swapped in response to the alarm. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.